Event description:
The physician provided additional follow-up providing that the patient¿s date of death was (B)(6) 2016. The cause of death was not related to vns. An autopsy was not performed. The death was not witnessed, and the patient was found non-responsive with evidence of passing during a seizure. The patient was compliant with medications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient passed away on (B)(6) 2016. The physician suspects it was due to sudep. The device was explanted and received by the manufacturer on (B)(6) 2016. Analysis of the explanted devices is underway but has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned generator. The battery shows the intensified follow-up indicator had not been set. There were no performance or any other type of adverse condition found with the pulse generator. Analysis was completed on the returned lead portions. The electrodes were not returned for analysis, therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portions of the device. Additional information was received from the company representative who spoke with the physician. The physician provided that the patient was found deceased in the morning in her bed, and the physician approximates the time of death as having occurred the night before she was discovered deceased, (B)(6) 2016 near 11:00pm, using the downloaded device data and the circumstances of the death.